Manufacturer narrative:
(B)(6). The device will not be returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas loss alarm. The customer performed a fill and pressed the start key. There was no presences of blood in the helium tubing, no external kinks, no excess condensation, and all connections were secure. It was noted that the patient was not moving or coughing at the time of the alarm but does have a large belly and is ventilated. It was suggested that the alarm was likely caused by an increase in intrathoracic pressure with the combination of his large belly. Because the customer reported the alarm going off multiple times, they were advised to go down on the augmentation by two bars. It was later reported that there were no further occurrences of the alarm. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jul-2019 through jun-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).